Manufacturer narrative:
Customers received notification of the field action. Device repair or returns are handled within the scope of the field action. No further information will be provided by the customers due to the field action.

Event description:
It was reported that an 8015 pcu front case was replaced because it was defective. There was no reported patient involvement.